Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the stratafix suture used on? What was the condition of the tissue? Was there any patient event prior to the suture rupture (cough, fall)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? Did the suture break? What was the location of breakage, initiation or termination end? Did the stratafix symmetric suture pull through the tissue? Do you have any photos of the suture during second procedure? What was used to close the fascia during second procedure? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2017 and a barbed suture was used. On post-op day 8, the patient described lateral movement with her walker, valgus twist and felt a pop in her knee with extreme pain and excessive swelling post incident. The patient was seen (B)(6) 2017 for her 1st post op follow-up visit . Upon exam, lateralization of the patella was noted. A musculoskeletal ultrasound was done and confirmed a medial retinacular tear. The patient returned to the operating room on (B)(6) 2017 for a secondary repair. Additional information has been requested.

Manufacturer narrative:
Corrected information: quantity involved. Additional information was requested and the following was obtained: the surgeon closes the patients with 30 degrees of flexion. The surgeon reported that he starts at the top of the incision and then overlapping with second suture from top down. Second procedure was performed on each patient and surgeon noted the incision was separating at top third. The surgeon hypothesizes that the cutting needle he uses could potentially be damaging the suture during his locking stitches.